Manufacturer narrative:
This serves as a correction report. (Date of report) on the MDR 30 dy follow up #1 was entered incorrectly. The correct (date of report) for the MDR 30 day follow up #1 is 01 dec 2015.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an inaccurate high reading on their adc blood glucose meter. Customer reported receiving a reading of 16.4 mmol/l compared to a lab result of 6.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, the reported reading was found in the meter's memory.